Event description:
Sterile flush 10ml from bd lot 3047935 in its sealed package, visible brown dried liquid on the cap and top of leur lock. Clearly not appropriate to inject into a blood stream.

Event description:
Sterile flush 10ml from bd lot 3047935 in its sealed package, visible brown dried liquid on the cap and top of leur lock. Clearly not appropriate to inject into a blood stream